Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "midterm results of total hip arthroplasty in patients with high hip dislocation after suppurative hip arthritis" written by wei-nan zeng, md, phd, jun-li liu, md, xiao-lin jia, md, qiang zhou, md, liu yang, md, and yun zhang, md published by the journal of arthroplasty (2019) was reviewed. The article's purpose is to report "the results observed in 45 adults who underwent tha following sequelae of suppurative hip infection, particularly focusing on postoperative recurrent infection, joint function, range of motion (rom), limb length, as well as revision and complication rates." Data was compiled from 45 patients including 23 men and 22 women (mean age, 45.9 years; range, 23-68 years) receiving implantation between november 2008 and june 2012. All patients received depuy products. The article does not identify which specific platforms are associated with the adverse events. Depuy products: srom, corail, or summit stem; cobalt-chrome alloy coated femoral or ceramic heads, liner, cup. Adverse events: intraoperative femoral fractures during implantation (treated using cerclage wires) postoperative dislocations (treated with closed reduction and the use of an abduction brace for 3 months) temporary sciatic nerve paralysis (self recovered within 6 months without any functional defects).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.